Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the connection issue with pyxis and web portal. A technical support specialist (tss) dialed into the server and confirmed patient encounter system was functioning, though an admit discharge transfer pis delayed/down alert was present. A structured query language downtime query showed the last download process was delayed with a timestamp several bd services were found stopped, matching the exact time the logs showed external messaging service had halted. No rss dial in activity indicated bd access during the event. Tss restarted the services, reran the downtime query, and confirmed the system was current. The system functioned as intended after the technical support specialist troubleshoot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a connection issue occurred involving both the pyxis system and the web portal. The customer stated that the bd pyxis interface was showing as disconnected. In addition, the web portal was reporting an error and was inaccessible. The customer requested that the issue be investigated and resolved as soon as possible to avoid any further risk of data loss. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.